Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer stated that there were alarms that had occurred including the low reservoir alarm. It was indicated that the cannula was bent. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. The family member had called back and stated that the customer was still having hbgs. It was conveyed that the customer was trying different infusion sets that were appropriate for their body type. The contact was educated on the two hbg rule.